Manufacturer narrative:
The investigation ios ongoing. Results will be provided in a separate follow-up-report.

Event description:
It was reported that the device would not maintain airway pressure. There was no patient injury reported. The investigation is ongoing, but a malfunction cannot be excluded at this time. The device has no UDI as an UDI was not required at the time the device was manufactured.

Event description:
It was reported that the device would not maintain airway pressure. There was no patient injury reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
For the investigation the device was tested on site and confirmed to be operating per manufacturer's specifications. Further the logfile was analysed. No indication for a device malfunction was found. It was not possible to retrace the described problem. It was, however, seen that a sufficient pressure built-up was possible at the beginning of the procedure. Possibly a leakage in the patient circuit was leading to reduced tidal volumes applied or the apl valve was set to low respectively was operated in the spont position and therefore no pressure build-up was possible. A restricted manual ventilation, e.g. Caused by a significant circuit leak, is readily apparent to the user. Based on leakage, fresh gas flow settings and set alarm limits during ventilation several audible and visible alarms would be issued (e.g., apnea, minute volume low, volume/pinsp not attained). All alarms, possible causes and remedies are described in the instructions for use. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted. The field failure rate is subject to permanent monitoring by the responsible product quality board and is rated as acceptable. The case has been assessed to be not reportable in accordance to the meddev 2.12 document and MDR.